Event description:
On (B)(6) 2012, it was reported that the vns patient was brought into the emergency room for trauma. The consultant stated that the emergency department reported that the patient's vns doesn't need to be checked because "it's not working anyway." No further information was provided as to why it was not working nor would they provide further details regarding the reported trauma the patient encountered. The consultant later stated that the emergency room nurse indicated that the patient's vns hasn't been working for years and the patient's mother hasn't had it explanted because they didn't want to put the patient through surgery. They didn't know why "it wasn't working"; whether or not it was at end of service, the patient had lack of efficacy, or a device problem, or something else. The patient is not seeing a neurologist that can be followed up with and the hospital will not provide any further information. The emergency room nurse stated that the trauma that the patient was in the hospital for was not related to vns but no specifics were provided and the nurse stated that no further information will be provided. The patient's programming history was reviewed and the most recent diagnostics test from (B)(4) 2009 shows output=ok/lead impedance=ok/dcdc=2/eri=yes; therefore, it is likely that the patient is at eos and that this was what was meant by the device "not working"; however, this has not been confirmed.